Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone number: (B)(6). Reporting institution phone number: (B)(6).

Event description:
The customer reported that on (B)(6) 2022 the staff did not hear an spo2 desaturation alarm on the central station. A philips remote service engineer (rse) reviewed the logs and identified that several o2 desaturation alarms rang on october 15. A desaturation alarm at 22% then 36% was generated at 15:28. The alarm was silenced on bedside monitor mrn1. Additional desaturation alarms rang at 15:29 and 15:30. At 15:26, the desaturation alarm at 76% was triggered at the monitoring central station piicixrneo. The logs were forwarded for philips clinical evaluation. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Reportability change: after further review, it was determined that the criteria for reportability was not met. During the investigation, the field service engineer carried out tests on the monitor and on the control panel simulating alarms and did not find any malfunctions. Review of the log data determined that the device alarmed for desaturation several times during the reported time period and was silenced by the user at the bedside or at the patient information center ix (pic ix). This record is deemed not reportable. The record was reviewed and re-evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. Rationale: if the issue does not represent a malfunction but is related to user knowledge or application related issues, product labeling describes alarm behavior. Alarm reminders and latching configurations are provided based upon clinician workflow and preference. These configurations are set based on inputs provided by the customer at the time of servicing or installation. The product ships with a factory default configuration which has been reviewed by product and clinical experts and determined to be safe for use. During interaction with the device, the customer will notice settings that may not be as expected at which time the user can customize the settings themselves until user defaults that are customer-specific can be configured, troubleshoot the device, and/or implement alternative means of monitoring if warranted.